Event description:
The customer reported that once the patient was placed on the autopulse platform (sn (B)(6), it displayed user advisory 07 (discrepancy between load 1 and load 2 too large). The crew reverted to manual CPR. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed in the archive data and during functional testing. The root cause of the reported complaint was a malfunctioning load cell due to failed components. A review of the archive data showed multiple ua07 on and around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test indicated that one of the load cells was over-reporting. The defective load cell was replaced to remedy the fault. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).